Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 207 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.